Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support engineer (pse) and reported he was unable to duplicate the reported problem however a vent inop occurrence was noted in the device diagnostic log. Pse advised the customer complete performance verification testing and evaluate the data acquisition pcb to motor controller pcb cable for replacement to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Out of warranty; no request for mnf serv.